Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2019, the recipient's magnet was reportedly reinserted without issue. The recipient resumed device use. This is the final report.

Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. Revision surgery is scheduled.